Event description:
Correction: the previous or initial MDR submitted on june 13, 2024, was filed inadvertently. The correct device details is contour advance depth gauge, not ci512 as previously reported.

Event description:
Per the clinic, the patient experienced a bacterial infection and the implant site. The patient underwent a surgical procedure to clean the wound (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported).